Event description:
It was reported that an occlusion alarm occurred. The system check was performed with tandem technical support and there was a blockage in the cartridge. The customer changed the cartridge and resumed insulin therapy. The customer¿s blood glucose level was 255 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.